Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set had crushed tubing. The reporter stated that the tubing was caught in the seal of the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation against the reported condition. Visual inspection of the tubing verified the condition, as the tubing was observed to be kinked between the roller clamp and the slide clamp. The tube walls were observed touching. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.